Event description:
The customer reported to baxter corporate product surveillance an interlink continue flo solution that leaked upon hooking it up. According to the customer, the leaking was from the luer and the rubber stopper was pushed in. The luer was not accessed by another product, it just began to leak. The i.v. Tubing was hooked up to a 500cc bag of lactated ringer's solution; however, no medication was being administered at the time. The lowest clamp of the set was closed, but after it got released the leaking started. There was no patient injury or medical intervention associated with this event. No other information is available.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. During the alarm, the patient was connected and the cause of the alarm was undetermined. The home patient (hp) had cleared the alarm and discarded the supplies prior to calling. The alarm was explained and the caller was advised to call the registered nurse. Proper procedures per the user manual were reviewed with the caller. The hp would finish therapy via manual supplies. Upon follow-up with the hp on (B)(6) 2010, it was found the lot number was h10f10095 and a companion sample was available and requested. The hp had no patient injury or medical intervention related to the incident. The homechoice (hc) machine was swapped the night of the incident and the hp has been continuing therapy with the new hc with no further issues.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set) that occurred during the initial drain. Two companion samples were received. The sets were placed on the machine for priming and run with no alarms noted. No abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot (h10f10095) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.